Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-00058. It was reported the patient was no longer receiving effective stimulation due to lead migration (date of event is unknown). As a result, the scs leads were explanted and replaced. Effective stimulation was restored with the surgical intervention. Additionally, the scs ipg was electively explanted and replaced to take advantage of new technology. There were no allegations against the device.